Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient underwent revision surgery after 6 months of implantation due to nail fracture.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to a non union of the patient's bone, not to a breakage of the implant.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: non-union. Event description: he revision surgery was performed on (B)(6) 2018. Surgeon alleged that this issue was occurred due to non union. There is no implant breakage mentioned. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Conclusion: it was reported that a revision surgery was performed on aug 15, 2018 due to non-union. There is no implant breakage noted. The revision of the implants was done on aug 15, 2018. The implants were in vivo for 6 months. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received. As no x-rays are available the bone healing process cannot be seen. The implant fixation and position is also not visible. It is not known if a good reduction was performed during the implantation. Patient factors that may affect the bone healing process such as bone quality and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the non union could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2018 - 00836 - 1.